Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). Sc-2317-70, serial numbers (B)(6). Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor.

Event description:
It was reported that that the patient was unable to feel stimulation from the spinal cord stimulation (scs) device. High impedances were observed on the scs leads. The patient underwent a procedure where the scs devices were removed.

Event description:
It was reported that the patient was unable to feel stimulation from the spinal cord stimulation (scs) device. High impedances were observed on the scs leads. The patient underwent a procedure where the scs devices were removed.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079690. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 556731. Sc-2317-70, serial numbers (B)(6). Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked near the set screw mark of the clik anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Sc-1232, serial number (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079690. Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 556731.

Event description:
It was reported that that the patient was unable to feel stimulation from the spinal cord stimulation (scs) device. High impedances were observed on the scs leads. The patient underwent a procedure where the scs devices were removed.